Event description:
Event verbatim [preferred term] burn blister/ development of small blisters with unknown specific location [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare menstrual), device lot number m32661, expiration date aug2017, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist firstly reported that the patient experienced burn blister on an unspecified date. Later on, further reported that the event was specified as development of small blisters with unknown specific location. There was no product problem involved. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]. Burn blister/ development of small blisters with unknown specific location [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot number: m32661, expiration date: aug2017,) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The pharmacist firstly reported that the patient experienced burn blister on an unspecified date. Later on, further reported that the event was specified as development of small blisters with unknown specific location. There was no product problem involved. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (20apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.